Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening femur; aseptic loosening patella; aseptic loosening tibia; infection; lysisfemur; lysistibia. Bmi: 30. Primary asa: p2 - mild disease not incapacitating.